Event description:
It was reported that "the lift is not charging, caller states there is nothing wrong visually with the cords or anything and their customer states they have only had for about six months."

Manufacturer narrative:
It was reported that "the lift is not charging, caller states there is nothing wrong visually with the cords or anything and their customer states they have only had for about six months. Per troubleshooting call, the customer states that the battery is not charging. The customer confirmed that is has charged but is unsure of how long it has charged for of if it has been used before. Customer was instructed to charge the battery overnight and test the voltage output with a multimeter. Should read 26v. If the battery is not outputting the correct voltage, the customer will need a new battery. The account called back and states they did let the battery charge overnight and still are having the same issue." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.